Manufacturer narrative:
H6: investigation summary: one mz1000 sample was received without packaging for investigation. The customer feedback indicates that the complaint sample was from lot 20075926, 20075058 or 20075052 and that the damage was observed at the beginning of a saline infusion. No connecting products were returned to assist the investigation. A visual inspection of the returned maxzero product identified a crack on the female luer adaptor (fla) of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 20075926, 20075058 and 20075052 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text: see h10.

Event description:
It was reported that the maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from japanese to english: "when the hcp connected mz1000 to the IV set during the use of power PICC, the mz1000 was cracked."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075926. Medical device expiration date: 2023-07-10. Device manufacture date: 2020-07-07. Medical device lot #: 20075058. Medical device expiration date: 2023-07-02. Device manufacture date: 2020-06-25. Medical device lot #: 20075052. Medical device expiration date: 2023-07-01. Device manufacture date: 2020-06-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from japanese to english: "when the hcp connected mz1000 to the IV set during the use of power PICC, the mz1000 was cracked."